Event description:
The customer stated that she received motor error and no delivery alarms. The customer's blood glucose at the time of the call was 378 mg/dl, and she had not treated yet. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. However, the insulin pump did not pass the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor was tested outside of the device and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.